Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have charring and localized melting on the bipolar yaw pulley, between the grips. The instrument passed the electrical continuity test. The provided image is consistent with the allegation of thermal damage.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm maryland bipolar forceps (mbf) instrument exhibited thermal damage. The customer used a backup instrument to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon stated that when performing the liver parenchyma transection, the surgeon dropped water droplets onto the liver. The mbf instrument was on the right-hand side, and the surgeon was careful not the contact with the tips of the mbf instrument; however, it was possible that water droplets got onto the instrument insulator. The cause of the burn was not known. The instrument did not collide with an energy instrument during the procedure. The fenestrated bipolar forceps and tip-up fenestrated grasper instruments were also in use at the time of the event. There was no patient injury due to the reported issue.